Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25x32mm promus premier drug-eluting stent was advanced to treat the lesion. However, while advancing through the guide catheter, the stent snapped in half. The procedure was completed with a promus premier stent of different size. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube tube was broken 599mm distal from distal edge of strain relief and multiple kinks along the hypotube shaft were also noted. Hypotube/shaft break most likely occurred during handling of the device while advancing the device into the patient. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25x32mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, while advancing through the guide catheter, the stent snapped in half. The procedure was completed with a promus premier stent of different size. No patient complications were reported.